Manufacturer narrative:
H3: product analysis: evaluation could not determine the rise in temperature. However it was observed that the tool burr could not be inserted. The likely cause of failure was due to breakage of the internal bearing. It was also noted that there was deterioration of the marking on the tube gauge section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was rise in temperature. The patient impact is unknown. Additional information received that the bearings were broken.